Event description:
It was reported the patient experienced pain at her scs ipg site. The patient underwent surgical intervention, during the procedure the physician experienced difficulty connecting the patient's scs leads into the ipg header. The physician explanted and replaced the patient's ipg with a new one. The patient stated she was satisfied with the results of the surgery postoperative.

Manufacturer narrative:
(B)(4). Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.